Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with acute exacerbation of chronic right lower extremity deep vein thrombosis (dvt) had a vena cava filter successfully deployed without incident. Following deployment of the filter, angioplasty and mechanical thrombectomy of the dvt was performed. Approximately one month post filter deployment, during scheduled retrieval of the filter, a venogram demonstrated a slight filling defect above the filter, but not below the filter. A snare would not engage the filter due to the obstructing area, but did grasp a limb of the filter and brought it up. Once the snare was freed, it was decided that the filter had been moved into the occluding thrombus and the filter was left in place slightly tilted to the side. An attempt to re-tilt the filter was unsuccessful. A follow up CT scan of the abdomen and pelvis demonstrated the filter tilted at 30 degrees, with the apex at the origin of the right renal vein and one limb in the proximal left renal vein. There was some filling defect approximately 1.3 cm in diameter just below the apex of the filter most likely due to a small clot below the filter and adjacent to it. There was no finding to suggest perforation of the ivc and no hematoma. Approximately seven months post filter deployment, CT scan of the abdomen and pelvis demonstrated a tilted filter with a limb extending into the left renal vein. No caval penetration by the filter was noted and there had been interval resolution of the clot in the ivc and right femoral vein. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly tilt and embedded in the wall of the ivc; reportedly, two legs of the filter entered the left renal vein. The filter could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The patient status was not provided.

Manufacturer narrative:
Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately one month post filter deployment, the right internal jugular vein was accessed and a venogram of the ivc demonstrated a slight filling defect above the filter. A snare would not engage the filter due to the obstructing area, but did grasp a limb of the filter and brought it up. Once the snare was freed, it was decided that the filter had been moved into the occluding thrombus and the filter was left in place slightly tilted to the side. An attempt to re-tilt the filter was unsuccessful. A follow up CT scan of the abdomen and pelvis demonstrated the filter tilted at 30 degrees, with the apex at the origin of the right renal vein and one limb in the proximal left renal vein. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, unintended movement of the filter, and difficulties removing the filter. It can also be confirmed that the patient had thrombus above the filter after filter implantation. Per the provided medical records, the filter titled and the filter limb moved into the renal vein due to the retrieval attempt. Therefore, procedural issues contributed to the filter tilt and unintended movement of the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly tilt and embedded in the wall of the ivc; reportedly, two legs of the filter entered the left renal vein. The filter could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The patient status was not provided.